Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger.

Event description:
The patient reported that they can't get their implantable neurostimulator (ins) to charge past 75%, as is seen on their patient pr ogrammer (pp) as of at least a week prior to date notified. It was stated that they usually get all the coupling boxes but sometimes they miss one or two, and when they recharge they are not usually below 50%. However, they charge for 2-3 hours and don't get to 100% full. There were no related patient symptoms. Later on date notified it was reported that the last quarter takes the longest amount of time to recharge, and that they were able to get to the recharging screen which confirms the recharger is working. However, the patient noted that they believe the ins recharger (insr) to be the issue, with them noting the insr battery was empty and their wife saying the insr had a full battery. A replacement insr antenna was sent to the patient. The patient's indication for implant is parkinson's dual and movement disorders.